Event description:
As a result of the surgeon having to remove and insert a liner three times into the cup; the head of one of the 5.0mm cruciate head peripheral screws was damaged and could not be used.